Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, stretched, and flattened, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path despite this damage. Blood was observed on the adhesive pad, however, no evidence was found that would result in bleeding, or irritation to occur at the infusion site; a root cause for these reported events could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 275 mg/dl while wearing the pod between 4 and 24 hours. Patient stated bg levels were abnormally high despite the delivery of multiple boluses. Light ketones were also present, as well as inflammation and irritation at the infusion site (back). As treatment, a new pod was applied and a correction was delivered.